Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes this s-ICD operated appropriately in the laboratory setting. Investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and the electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: with all of the available information, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined. Risk assessment: a risk review was completed and confirmed the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector, and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered inappropriate shocks due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported. Additional information: this patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced with a new one. Besides the intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered an inappropriate shock due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes due to oversensing of noise in primary vector. Noise was reproducible in primary vector while the physician performed pocket manipulation. The local area field representative was unable to reproduce the exact noise but did observe signal saturation for a few seconds. As such, a system mechanical issue was suspected, which was confirmed via x-ray imaging (which showed a curved lead in the pocket). Per physician decision, the device was reprogrammed to secondary vector, and the patient would be closely monitored over the next days with technical services (ts) support on demand. The physician was aware of the potential risk for inappropriate shock therapy due to sporadic intermittent s markers observed in few testing steps but not sustained during the testing performed. Four days later, the patient's s-ICD system delivered inappropriate shocks due to myopotential noise oversensing overlapping the qrs rhythm (50 beats per minute). As a result, the patient was hospitalized with therapies turned off, and a revision procedure was scheduled for the following week. The patient will perform a patient-initiated interrogation (pii) daily until the revision date. At this time, there is no evidence surgical intervention has been performed. No other adverse patient effects were reported. Additional information: this patient underwent a revision procedure on 13-august-2025, and their entire s-ICD system was explanted and replaced with a new one. Besides the intervention, no other adverse patient effects were reported. Product return is expected.